Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding needing assistance ending therapy, which occurred on the homechoice (hc) during use during dwell 4 of 6. The patient wanted to get off the machine and drain out completely. The technical service representative (tsr) had the patient cycle the power to end therapy and then had the patient go to manual drain to drain out. There was patient involvement but there was no patient injury indicated at the time of the initial report. During follow up on the (B)(6) 2011, the patient reported she had called baxter for assistance to end therapy. The patient said that she had felt bloated and her back hurt. The hp did a manual drain and stopped the cycler at 3680ml. She went to the restroom and vomited and had diarrhea. The patient said she informed her nurse of the incident. The patient stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the report of the patient feeling full and bloated and that her back hurt. The rn stated they were aware of the incident and that the patient performed tidal therapy with a tidal volume of 90% and a fill volume of 2000ml. The rn stated that the patient restarted with new supplies after calling baxter's technical service center and when the patient restarted her therapy the initial drain only drained 17ml and then moved on with therapy. The patient experienced discomfort and called baxter's technical service center for assistance. The patient was shown how to manually drain and this relieved the symptoms. The rn stated since then the patient has not reported any other symptoms or drain volumes that meet increased intra-peritoneal volume (iipv) criteria. The rn stated there was no patient injury or medical intervention and the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products. This complaint met iipv criteria.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.